Manufacturer narrative:
Additional information was received from the surgery site. The nurse loaded the implant correctly and the surgeon put it in patient's eye. When he tried to deliver the lens, it was stuck and forcing the lens, it blew up (damaged). The tip was torn and the cartridge was split. The tip has been damaged during the procedure but it was intact beforehand. Iris tear had no vision consequences. No treatment or medical intervention was required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the cartridge was not returned to the manufacturing site for investigation; therefore a product investigation was not possible. However, a video of the surgery was provided and evaluated. The video provided showed viscoelastic residue observed on cartridge which indicated that the unit was handled and prepared for surgical used. Heavy dent/distortions and a crack were observed at the cartridge tip. The customer's reported complaint issue was verified. Manufacturing record review: a review of the manufacturing records was performed. No deviations were found during the plasma/coating process. Units were processed according to established procedures. No deviations were found during the inspection/dye test process. Units were inspected according to established procedures. The operators check the cartridges for excessive coating and coating presence. There were no discrepancies found during the review and the cartridges were released according specification in compliance with the product intended use as required. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warning for the proper use and handling of the product. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge is not implanted; therefore, not explanted.(B)(6). (B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the cartridge ''blew up'' while the lens was going out/being delivered. The lens implant had difficulties going out of the cartridge and the patient's iris was torn when pulling back the cartridge. The lens implant was not damaged and it was implanted correctly. No patient treatment was reported. No further information was provided.